Event description:
The customer reported approximately several milliliters of blood fluid leaked from the probe involving the coulter act diff 12 analyzer. The customer had on personal protective equipment (ppe) consisting of gloves and a laboratory coat and did not have direct contact with the fluid. There was no operator injury or adverse effect associated with this event. Patient results were not impacted. The customer has an exposure control/risk management plan at the facility. Beckman coulter field service engineer (fse) was dispatched to evaluate the instrument.

Manufacturer narrative:
The field service engineer (fse) observed the diluent filters were clogged and generated backpressure which was causing the probe to leak. The fse replaced the diluent filters and resolved the fluid leak issue. The repairs were verified per established procedures. The instrument conformed to the manufacturer's published specifications. (B)(4).